Event description:
This companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver had displayed an "emergency battery error alarm" when the clinical staff tried to perform a system check. The error was displayed before and after the system check. The driver was turned completely off and on and continued to display the error. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. In addition, this alleged failure mode would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external wall power and external batteries. An investigation will be conducted by syncardia and the results will be provided in a supplemental MDR.